Event description:
Further information was received that the device was explanted and replaced.

Manufacturer narrative:
The device will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was emitting beeping tones. Upon interrogation, the device indicated it had a battery voltage of 2.72 v, consistent with middle of life 1 (mol1) battery status. Elective replacement indicator (eri) had been declared due to a charge time of 27 seconds. This device is part of the mid-life display of replacement indicators product update. No adverse patient effects were reported.

Manufacturer narrative:
A replacement procedure was scheduled. The device is expected to be returned following explant. This report will be updated upon return and completion of analysis.